Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s black connector nut being damaged was confirmed. Upon arrival, the returned system controller¿s (serial number (B)(6) black connector nut was observed to be damaged, as a significant portion of the nut had been broken off. The system controller was functionally tested and was found to perform as intended; however, due to the observed connector nut damage, tightening and loosening the black cable connection was difficult and unstable. A log file was extracted from the controller during testing; however, no atypical events were observed. The root cause of the damage to the controller¿s connector nut was unable to be determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users to periodically ensure that their equipment, including their system controller, is well-maintained. Users are also instructed to obtain replacements for damaged equipment if necessary. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported that the screw cap of the black system controller cable was defective. The screw cap was separated from the remaining cable and would fall off when disconnected from a power source. The patient's controller was exchanged.